Event description:
It was reported that a pump displayed an unspecified symptom. It was discovered in evaluation that the pump displayed upstream occlusion alarms. It was also reported that there was no patient involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was received and evaluated by baxter. The reported symptom was confirmed and reproduced. The unit was received per reported symptom of "repeated upstream occlusion". The evaluation found the lower reading on the ultrasonic sensor to be out of specification (low). This was caused by a failed upstream sensor. The upstream sensor was replaced.